Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Model number corrected from 2653 to 21618.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The lncs db-I sensor displayed saturation values, which were about 10% lower than values observed with another patient cable and sensor. No patient impact or consequences reported.